Manufacturer narrative:
(B)(4). Unable to obtain serial number from customer. Unable to provide manufacture date due to lack of serial number.

Event description:
It has been reported that the AED did not pass self diagnostic check.